Manufacturer narrative:
The valve was patent and passed siphon testing. However, it did not meet the requirements for leak and reflux testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. The damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that, during implantation, the doctor allegedly found the valve leaking. The doctor replaced the valve with a new one.